Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The patient was not hospitalized as previously reported. Follow up information was received from the nurse. The nurse could not confirm that the patient experienced the peritonitis on (B)(6) 2012 as previously reported. The nurse stated that the patient did not have peritonitis and that the patient was not hospitalized. The nurse was not aware of any recent hospitalizations or adverse events. No further investigation will be performed.

Manufacturer narrative:
(B)(4). This is report 5 of 5 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.